Manufacturer narrative:
Product ID (B)(4) (B)(4) implanted: (B)(6)2017 product type lead product ID (B)(4) (B)(4) implanted: (B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient did not feel shocking with the three to four new programs and the issue seemed to be resolved at this time. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was in a car accident. After the accident, the patient reported the device was shocking her and causing spasms. X-rays were ordered by the hcp and showed that the leads had not moved. The rep met with the patient and ran impedance tests on the leads. Both leads were found to be within normal limits. The rep also created 3-4 new programs that did not cause any shocking or spasms while the rep was with the patient. It was unknown if the issue was resolved. No further complications were reported.